Event description:
Customer reported receiving expired test strips for their precision xtra meter. As a result, customer reported experiencing symptoms of dizziness, headaches and loss of consciousness and, drinking juice to counteract her symptoms. Customer also reported visiting her doctors after the event and, was being diagnosed with severe hyperglycemia and was given oral diabetes medication. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is the final report. The reported event relates to product delivery issue and user error. Customer reported using expired test strips.